Event description:
Allegedly revised due to fractured neck.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
There was also an area of osteolysis extending along the posterior margin of the stem. The remainder of the implant was well fixed.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.